Manufacturer narrative:
(B)(4). Evaluation, results: (not indicated for use in iliac), (device not received). Evaluation, results/conclusion: (severe calcification).

Event description:
The physician was treating a severely calcified lesion in the common iliac with a bridge assurant peripheral stent. The stent was implanted successfully. The physician then reinserted the delivery system to post dilate the stent but at 9 atms the balloon burst. When the delivery system was removed from the pt, the distal tip of the catheter and part of the balloon were not present. The balloon and catheter tip were located in the femoral artery but were unable to be retrieved. No abnormalities were noted during prep and inspection prior to use. The pt is reported to be stable post procedure with compromised blood flow to the foot.